Event description:
The customer reports that during the changing of an pau filter, the expiratory side had been disconnected. Upon reconnection of the circuit, the ventilator failed to cycle a breath. The pt was manually resuscitated. The pt was required to be changed to another ventilator without incidence.